Event description:
It was reported that during a percutaneous coronary intervention procedure, the maverick otw balloon ruptured at 3 atms on the first inflation. The lesion was located in the non-calcified and 99% stenosed left anterior descending (lad) artery. The procedure was successfully completed with the use of another maverick otw catheter. No patient injuries or complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8698087 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available; a supplemental medwatch report will be filed.